Manufacturer narrative:
This event is recorded by zimmer biomet under: (B)(4).

Event description:
It was reported that the device handle was stuck, so it would not come off neither move up/down. The event took place before surgery. Another mesher was used to complete the surgery and there was no delay involved. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI#: (B)(4). On october 1, 2018, it was reported that handle was stuck, so it would not come off or move up/down. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) once as documented in the repair reports in livelink. The last repair was june 7, 2018 where it was reported that the handle was stuckand was unable to be removed and the roller and ratchet gear were replaced. Product review of the skin graft mesher by zimmer biomet surgical on october 3, 2018 revealed that the ratchet handle was stuck on the roller which damaged the roller and ratchet gear. The pre-testing could not be performed due to the bent comb. The roller gear and side plates had some visual damage. Repair of the skin graft mesher was performed by zimmer biomet surgical on october 3, 2018 which included replacement of the roller, roller gear, comb and ratchet gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the handle was stuck on the roller. The root cause of the handle being stuck and not being able to move could not be determined with the provided information since it is unknown how the roller and ratchet gear all became damaged. The issue was resolved by the replaced roller and ratchet gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information was received.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
Skin graft mesher handle was stuck. No adverse events were reported as a result of this malfunction.